Event description:
The customer reported that the 840 ventilator had an erratic screen. No patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the lcd display. The unit passed extended self-testing.